Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex reg. Pain syndrome type I. Information was reported that the patient said the healthcare provider (hcp) who put in her implant messed up the surgery plan, the patient got a spinal leak and couldn't implant. The hcp created so much scar tissue what when they finally put in the implant, it was "hell getting better". No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.